Event description:
It was reported that during an arthroscopy surgery the controller suddenly shut down and auto-rebooted. After that, coblation time counter had 10 minutes added and became 21 minutes. When the counter was 29 minutes the wand stopped working. Smith and nephew back-up device was available to complete the surgery with no significant delay or injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.